Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The patient presented with acute myocardial infarction. Prior to procedure, the patient was given a loading dosage of 300mg clopidogril + 300mg aspirin. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric target lesion was located in the moderate to severely tortuous and mild to moderately calcified mid left anterior descending artery. The lesion contained >45 and <90 degrees bend. Pre-dilation was performed with 2.5x9mm balloon catheter at 11 atmospheres, then a 3.5x24 promus element drug-eluting stent was deployed and was post-dilated with 3.5x9 balloon catheter at 18 atmospheres. A non-bsc guide wire was used; after post dilation cine was taken and it was found that the stent strut was deformed. Another promus element drug-eluting stent was then deployed to cover the lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.